Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission an alert was initiated that were caused by high ventricular rate and noise reversions episodes. Clinician verified that it looked like true noise, but there was no changes in the lead measurements. No additional information was available. No patient symptoms reported.